Manufacturer narrative:
(B)(4).

Event description:
A micro driver rx coronary stent system, length 8mm, diameter 2.5mm, was intended to treat a lesion in a pt's rca. It was reported that the stent could not cross the lesion and, on removal from the pt, the stent was damaged. The target lesion was located in the proximal rca. The lesion was not calcified. It was reported that the target lesion was pre-dilatated to 8 atm using three different balloons (1.5 x 15mm, 2.0 x 15mm, and 3.0 x 15mm). Another stent was used to treat the lesion. No pt injury occurred and no clinical sequelae have been reported. The device has not been returned for eval.